Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during basic occlusion test and unable to prime during prime test due to protruded and or loose drive support disk. Occlusion test and excessive no delivery test were not performed due to compromised force sensor system error alarm. The device had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, cracked beltclip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 around 12 pm for a high blood glucose level of 356 mg/dl. The customer's friend stated that the customer's insulin pump stopped working the night before and the customer did not have a back-up plan. The customer had received alarms on their pump but was unable to trouble shoot the issue at the time of the call. The drive support cap was sticking out of the pump in addition the alarm. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.